Event description:
Elegance clinical study. It was reported that a dissection occurred. The subject was enrolled in the elegance clinical study and the index procedure was performed on (B)(6) 2022. The target lesion was in the right proximal superficial femoral artery (sfa), right mid superficial femoral artery extending into right distal superficial femoral artery with 80% stenosis. Prior to target lesion treatment with study device, pre-dilation was performed with 5 mm x 40 mm sterling otw pta balloon. Treatment of target lesion was performed by study device, 5 mm x 150 mm ranger drug coated balloon. Following post dilation with study device, 5.5 mm x 40 mm supra bare metal stent was implanted which was post dilated with 5 mm x 40 mm sterling pta balloon. The final residual stenosis was noted to be 0%. On (B)(6) 2022, the same day of index procedure, subject was noted with severe lifestyle limiting claudication unresponsive to medical therapy underwent interventional procedure. 100% occlusion noted in right mid sfa, and 80% stenosis noted in right distal sfa was successfully accessed which were predilated with 5 mm x 40 mm sterling otw pta balloon. Subsequently, 5 mm x 150 mm ranger drug coated balloon (study device) was deployed, following which severe, flow limiting dissection was noted in mid and distal segment of right sfa. In response, the dissection noted was treated with 5.5 mm x 40 mm non-bsc bare metal stent which was post dilated with 5 mm x 40 mm sterling pta balloon. Post intervention, there was excellent angiographic result noted with marked improvement in flow to 2 vessel run-off. On (B)(6) 2022, the event was considered to be resolved, and on the same day the subject was discharged on aspirin and clopidogrel.